Event description:
The device was implanted on 7/30/87, for intrathecal infusion of morphine for treatment of pain (note: intrathecal infusion of morphine was not a MFR's indication for the device's intended use). On 2/10/97, the MFR (MFR) received the following response to a device tracking polling letter from the pt: device was replaced with a competitor's device on 12/1/96. No further details were provided at this time.